Event description:
On (B) (6) 2010, the patient generated a false positive architect anti-hcv result of 5.54 s/co when compared to other methods (evois negative and inno-lia hcv negative). This patient was known to generate false positive results with architect anti-hcv. On feb 19, 2010 information was received that stated based upon criteria established at the customer location for any patient with positive results for infectious disease, this patient received a blood transfusion during a liver transplant surgery. The medical opinion at the customer location is if a patient is already infectious, it is better to receive fresh blood from donors instead of using their own potentially compromised blood. There were no transfusion complications reported.

Manufacturer narrative:
(B) (4) this report is being filed on an international product, architect anti-hcv, list 6c37-30, that has a similar us product distributed in the us, architect anti-hcv, list 1l79. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B) (4). Evaluation result, device not returned. Retained kit testing met all specifications. In response to this issue an evaluation was performed that consisted of a review of the complaint text, a search for similar complaints, a review of labeling and testing of a retrained sample. The documented complaint information was reviewed and it was noted that the customer had repeatedly observed potential false reactive results for three samples of one patient with (B) (4) list number (B) (4), lot number 82170hn00. The customer indicated that the patient concerned was a liver transplant patient. The liver was transplanted, without any reported complications, regardless of the reactive results for (B) (4), as these were believed to be incorrect. As part of the evaluation, manufacturing records, including master lot release testing data, for (B) (4), list number (B) (4), lot number 82170hn00 were reviewed. The review indicated the master lot listed above was released within manufacturing release specifications. There was no indication of any problems relating to the customer's observation. A review of complaint tracking and trending from (B) (4) 2009 to (B) (4) 2010 for list number (B) (4) indicated there were no adverse trends. Based on the evaluation, it has been determined that (B) (4), list number (B) (4), lot number 82170hn00 is performing acceptably and meeting specificity claims.

Event description:
Caller reported blood glucose results of 240 mg/dl, 110 mg/dl, and "300 something" mg/dl within 10 minutes on the compact system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.